Event description:
The distraction mechanism would not work properly. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
This event was reported in error. This device is a external fixation device and is not likely to cause a serious injury to a patient. The stop nut of the legthening screw dissociated. Corrective action was implemented to enhance gluing protocol.